Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged, and could not be affixed. It was also reported that during the implant procedure the right ventricular (rv) lead dislodged, and could not be affixed. The ra lead and rv lead were removed and replaced with different leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.